Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring 133 ohms. Boston scientific technical services (ts) discussed that single coil leads tend to run 10 percent higher and recommended increasing the upper limit for out-of-range impedances. This rv lead remains in service. No adverse patient effects were reported. Additional information was received in which the field representative called for review of stored non-sustained ventricular tachycardia (nsvt) events as he was wondering if is physiologic. Technical services reviewed the episodes and agreed that it appeared physiologic. There was no evidence of lead damage but after the rise is shock lead impedances, it appears to have stabilized and is not continuing to rise. Additionally, it was noted that the right ventricular (rv) pacing lead impedances have increased however, they are not out of range. All other daily measurements were within range. They are considering a possible lead extraction. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring 133 ohms. Boston scientific technical services (ts) discussed that single coil leads tend to run 10 percent higher and recommended increasing the upper limit for out-of-range impedances. This rv lead remains in service. No adverse patient effects were reported. Additional information was received in which the field representative called for review of stored non-sustained ventricular tachycardia (nsvt) events as he was wondering if is physiologic. Technical services reviewed the episodes and agreed that it appeared physiologic. There was no evidence of lead damage but after the rise is shock lead impedances, it appears to have stabilized and is not continuing to rise. Additionally, it was noted that the right ventricular (rv) pacing lead impedances have increased however, they are not out of range. All other daily measurements were within range. They are considering a possible lead extraction. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this right ventricular (rv) lead also exhibited high thresholds. It was suspected there was calcification on the lead tip. Subsequently, due to the difficulty of removing the lead, the lead had to be laser extracted and was replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances, measuring 133 ohms. Boston scientific technical services (ts) discussed that single coil leads tend to run 10 percent higher and recommended increasing the upper limit for out of range impedances. This rv lead remains in service. No adverse patient effects were reported.